Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/21/2019. The customer was unable to duplicate the problem. The customer stated the unit passed performance verification testing and put back in clinical use, no parts replaced. The determination could not be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported the unit showed an error code stating "oxygen device failed". It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no report of harm to the patient or user.